Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream and upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter e-mail: was ni and should be (B)(6). Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, downstream and upstream occlusion error, were not reproduced during testing on the flow lines. A review of the event history log revealed multiple "upstream occlusion!" And 'downstream occlusion!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. The ultrasonic and force sensor calibrations were within range. No visual abnormalities that could cause or contribute to the reported problem were observed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.